Manufacturer narrative:
Investigation conclusion updated to include investigation of both retention and return product. Refer to investigation conclusion below: investigation conclusion: retention products were tested with quality control cut-off standard (20miu/ml hcg urine) and middle positive standard (100miu/ml hcg urine). Returned product was also tested with quality control cut-off standard. The testing results indicated that all devices yielded correct positive results with qc cut-off and middle positive standard. The customer's complaint of false negative was not observed. Manufacturing batch record review did not uncover any abnormalities. From the complaint information, the patient serum quantitative was approximately 100 miu/ml and the test showed negative results. According to the product insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: returned products were tested with quality control cut-off standard (20 miu/ml and 100 miu/ml hcg urine). The testing results indicated that all devices yielded correct positive results with qc cut-off and middle positive standard. The customer's complaint of false negative was not observed. Manufacturing batch record review did not uncover any abnormalities. From the complaint information, the patient serum quantitative was approximately 100 miu/ml and the test showed negative results. According to the product insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported that two patients tested using a urine home pregnancy test (brand unspecified) and each received a positive result. Both patients later presented in the emergency department to follow up on the positive hcg result. A urine sample was collected and a cardinal health rapid test hcg combo test produced a negative hcg result for each patient. The patients were sent to the laboratory where a serum sample was collected and a second cardinal health rapid test hcg combo test produced a positive result for each patient. A serum beta hcg quantitative test was also performed and both patients received a result of approximately 100 miu/ml.